Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the cardioplegia delivery line leaked at the luer connection. The product was not changed out, there was 1 ml of blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).